Event description:
It was reported on (B)(6) 2015 from the patient that while seizures have decreased in severity and duration with vns therapy, they are more frequent. Prior to vns therapy seizures typically occurred in series of 2. Now they are occurring 3 at a time. The physician stated that the seizures are milder now (below baseline); however, it seems the patient was last seen (B)(6) 2015 and has not seen the physician about this recent increase. It was stated though that the patient had not let physician know about an increase in seizures recently so the physician is likely referring to past seizures. Note in chart dated 10/16/2015 states "patient reports, since last visit, he has not had any seizures". It appears that the physician has not yet assessed the patient's currently reported issues so the cause of the recent increase is unknown.

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen on (B)(6) 2015 by the physician. The patient's seizures were assessed by the physician and overall the seizures are milder than they previously were without vns and patient is doing well. Diagnostics are within normal limits. The patient's settings were noted to be adjusted to help with any tolerability that the patient had mentioned but patient tolerates well now. She did not have details noted as to what specifically made the vns intolerable, it was just noted as general intolerability.